Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient had difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient had difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.